Event description:
A report was received via social media that the patients ipg only lasted for less than a year and never helped with the pain. The patient underwent an ipg replacement procedure. No further information could be obtained.